Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having an increase in accidents. The caller stated that over the last two weeks they'd had six accidents. The agent reviewed programming guidance with the caller and the caller stated that sometimes they got a pain or shocking sensation. The agent reviewed to adjust the stimulation to a comfortable level. The agent walked the caller through the steps of changing programs and adjusting the stimulation to a comfortable level. The caller will track and monitor and make adjustments as needed.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.